Manufacturer narrative:
As reported, post implant of flat mesh, patient developed pain, bleeding and the mesh breaking through the skin. Based on the information provided, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Addendum: this supplemental MDR is submitted to report the additional information and to correct the date of event. Based on the information provided, no conclusion can be made as to the degree to which the bard flat mesh, may bwe causing or contributing the patient¿s reported symptoms. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in aug, 2008. The adverse reaction section of the instructions-for-use, supplied with the device, identifies extrusion and pain as possible complications. Updated fields: a4, b4, b5, g2, g3, g6, h2, h6, h10, h11 correct field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
FDA reported to rti biologics that a patient who was treated with two rti allomax grafts and a bard/davol mesh (consumer reported eventcc 181431). As reported, ¿mesh was used to repair hernia in 2009¿. ¿the complainant states she has pain and bleeding¿. ¿she says the mesh is breaking through her skin¿. Information reported to rti was forwarded to bd. Contact with the agency confirmed that consumer contact information cannot be provided. As such this is all of the known information. Addendum per additional information received through medwatch report #mw5154314: "a patient called to report the adverse events she has been experiencing from mesh implant and allomax graft she had in 2009. She stated a couple of weeks ago, she was rushed to the emergency room from vomiting and abdominal pain. Blood work showed that she was about to lose her kidney function. She said the doctor had to rush her to the operating room to remove the mesh. She said the surgeon had to cut her up all the way to her vagina. She said the wound still has not healed. She said she is still in pain from the procedure. She said her bowel hurts so bad. She said she had 2 bowel prolapses after the mesh implant and allomax graft. She said she has a son with disability. She said every time she has a procedure or rushed to the hospital, she must arrange with someone to take care of her disabled son."

Manufacturer narrative:
As reported, post implant of flat mesh, patient developed pain, bleeding and the mesh breaking through the skin. Based on the information provided, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Note, the date of event ((B)(6) 2009) is considered as the best estimate based upon the date of implant and allegation of post-surgical complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
FDA reported to rti biologics that a patient who was treated with two rti allomax grafts and a bard/davol mesh (consumer reported event (B)(4)). As reported, ¿mesh was used to repair hernia in 2009¿. ¿the complainant states she has pain and bleeding¿. ¿she says the mesh is breaking through her skin¿. Information reported to rti was forwarded to bd. Contact with the agency confirmed that consumer contact information cannot be provided. As such this is all of the known information.

Event description:
FDA reported to rti biologics that a patient who was treated with two rti allomax grafts and a bard/davol mesh (consumer reported event (B)(6)). As reported, ¿mesh was used to repair hernia in 2009¿. ¿the complainant states she has pain and bleeding¿. ¿she says the mesh is breaking through her skin¿. Information reported to rti was forwarded to bd. Contact with the agency confirmed that consumer contact information cannot be provided. As such this is all of the known information. Addendum per additional information received through medwatch report #mw5154314: "a patient called to report the adverse events she has been experiencing from mesh implant and allomax graft she had in 2009. She stated a couple of weeks ago, she was rushed to the emergency room from vomiting and abdominal pain. Blood work showed that she was about to lose her kidney function. She said the doctor had to rush her to the operating room to remove the mesh. She said the surgeon had to cut her up all the way to her vagina. She said the wound still has not healed. She said she is still in pain from the procedure. She said her bowel hurts so bad. She said she had 2 bowel prolapses after the mesh implant and allomax graft. She said she has a son with disability. She said every time she has a procedure or rushed to the hospital, she must arrange with someone to take care of her disabled son." Addendum per additional information provided: as reported, from (B)(6) 2009 until (B)(6) 2024 the patient has seen several physicians for various adverse reactions. Multiple x-rays were taken, and mris were performed but no surgical procedures took place. Reportedly, the patient¿s ¿wounds never healed, and she has endured extreme pain and suffering.¿ over the past 14 years, it is reported that the patient was never told that the mesh was defective and was the cause of all her problems until (B)(6) 2024 when she had to undergo an emergency surgery to remove the mesh and reconstruct her bowels and vagina as they had collapsed.¿ on (B)(6) 2024, the patient underwent an x-ray for a recently developed bulge on her right side."

Manufacturer narrative:
As reported, post implant of flat mesh, patient developed pain, bleeding and the mesh breaking through the skin. Based on the information provided, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Addendum #1: this supplemental MDR is submitted to report the additional information and to correct the date of event. Based on the information provided, no conclusion can be made as to the degree to which the bard flat mesh, may be causing or contributing the patient¿s reported symptoms. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2008. The adverse reaction section of the instructions-for-use, supplied with the device, identifies extrusion and pain as possible complications. Addendum #2: this supplemental MDR is submitted to report the additional information provided. Based on the information provided, no conclusion can be made as to the degree to which the bard flat mesh, may be causing or contributing the patient¿s reported symptoms. Our records continue to show this is the only reported complaint for this lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.